Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Reporter indicated that a patient had his vns therapy generator explanted due to an infection at the chest incision site. The patient was treated with IV antibiotics. The explanted generator was returned to manufacturer. Product analysis on the generator was completed and no anomalies were noted.